Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement surgery high impedance was observed with the new generator attached to the existing lead. The surgeon verified the lead pin was fully inserted into the generator header. The surgeon then replaced the lead. The explanting facility does not returned explanted devices for analysis; therefore analysis will not be performed.